Manufacturer narrative:
Original test data reviewed and was determined to be consistent with reported result. This report does not necessarily suggest a false report. No additional analysis or investigation needed based on distributor action. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
Patient reached out with concerns about a negative test she received. Test was taken at an indoor onsite and is concerned with the validity of the test due to the lack of containment and is asking about contamination. Patient said that people were removing masks, there were a lack of bio hazard bags, and the test kits were all gathered in one box. Patient said that people were removing masks, there were a lack of bio hazard bags, and the test kits were all gathered in one box. This is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.